Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2017 with the following findings: during investigation, the battery compartment was found to be cracked. The pump failed to power on. There was corrosion found in the battery compartment. The pump leaked at the battery compartment. The pump was opened and there was no further evidence of moisture found. There was no power due to moisture damage.